Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause for the ins being angled, ins being depleted, and the coupling/recharging issues is unknown. The antenna was moved until coupling reached up to 2 boxes. The rep reported the patient was able to charge their battery. The patient's weight is unknown. No further information was reported.